Event description:
It was reported that the right atrial (ra) lead dislodged and dropped from the atrium. The lead caused phrenic nerve and diaphragmatic stimulation. The lead was explanted and contained tissue in the helix. A new lead was placed. No further patient complications have been reported as a result of this event.